Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. The reason for the sterilization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint system.

Event description:
It was reported that, pt heard a pop sound, fell and went to the emergency room. X-ray showed the head had disassociated from the hip stem. Revision was performed and it was found that the taper on the hip stem had worn such that a new head could not be replaced. The stem was removed and a mod. Resto. Stem was put in. The surgeon elected to change the liner as well as remove the bone screw from the cup.